Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The history download shows that the daily totals of insulin were between 38.4 units and 162.85 units per day. The daily bolus totals were 25.8 units to 107.95 units per day. The basal totals were 38.4 units to 55.3 units per day.

Event description:
It was reported that the customer has passed away in a hospital. No official cause of death available since no death certificate yet. The customer was hospitalized for flu, diarrhea and vomiting which could not be stopped. His blood glucose had dropped; his heart slowed down and got slower as the day went on. The last recorded blood glucose in the glucose meter was 78 mg/dl. The customer was previously diagnosed with copd, lost right eye sight, and had heart surgery in 1996. On (B)(6) 2015, he was hospitalized for copd and bad cough. The customer did not have diabetes complications until he was hospitalized. He was admitted to critical care on (B)(6) 2015. The customer's insulin pump was found behind pillows in a cabinet in the customer's hospital room. The caller was not sure why the insulin pump was removed. She was told that the device was removed when the customer was admitted to the hospital. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.